Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient underwent revision surgery on (B)(6) 2016, due to device retention issues. During the procedure, the internal magnet was replaced and thinning of the skin flap was performed. The implanted device remains.